Event description:
It was reported that a vascular stent that was implanted in (B)(6) 2013 in the subclavian vein showed two fractures during guided fluoroscopy. An angioplasty was performed to fully expand the stent. During angioplasty, the pta balloon ruptured and upon removal a very small section of the vascular stent was attached to the pta balloon. A contrast injection demonstrated no extravasation within or near the vascular stent. The subclavian vein was reported to be patent with good blood flow.

Manufacturer narrative:
As no lot number has been provided, a device history record review could not be performed. The investigation is currently underway.